Event description:
It was reported that during the patient¿s intravenous (IV) infusion with a clearlink duo-vent continu-flo set, leakage was observed. The patient was receiving treatment with three vasopressors on three separate pumps: levophed (30 mcg/min at 56.3 ml/hr.), epinephrine (30 mcg/min at 90 ml/hr.) And vasopressor (0.03 units/min at 4.5 ml/hr). It was reported the patient¿s blood pressure dropped suddenly followed by ¿pea¿ (pulseless electrical activity). A code blue was called, and the patient received cardiopulmonary resuscitation. The following day (night shift) the IV tubing was found leaking vasopressor from the middle side port onto the floor. The nurse reported ¿the patient's condition was not impacted, the patient coded once previously on the shift¿ and the set was not leaking when the patient coded. The set was replaced with new tubing. The cause of the leak was unknown. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h10. The device was returned for evaluation. Visual inspection by the naked eye did not identify any abnormalities that could have contributed to the reported condition. Prime testing was performed, and it was noted that there was no flow through the returned device. Under water leak testing identified a leak from the middle y site gland. Pressure and clear passage testing were also performed, and it was noted a leak was observed in the gland of the y-site. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.